Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.